Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. Some object was dropped on the top cover. The user pushed the top cover more than necessary when closing the top cover. Mechanical stress was applied when closing the top cover. Corrosion was caused by not wiping off chemical substances (detergents, chemicals, etc.) On the top cover. If additional information becomes available, this report will be supplemented.

Event description:
During the cleaning after all the inspections, the user found the lid of the device had been cracked. There was no water leakage from the device. There was no patient injury report related to the event.